Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a pinnacle insert. Patient substained a peri-prostehetic fracture from a fall. Surgeons decided to mid case to exchange the liner insitu in case damage had occurred to the liner from the fall. Previous surgery was done in on the (B)(6) 2015 by dr (B)(6) at (B)(6). Only received the information today (B)(6) 2020) from the hospital that they did exchange the liner, and we had no rep present at the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.